Event description:
After insertion of the iab the physician could not aspirate. During the attempt to aspirate, the tip of the syringe separated and remained in the catheter's luer hub. The iab was removed and replaced without any complication.